Event description:
It was reported this balloon ruptured at an unknown pressure during an arteriovenous fistula graft dilatation procedure of a very tight stenosis. Follow-up indicated an inflation monitor was not utilized. Following withdrawal of the balloon catheter, it was noted the balloon material had detached and remained in the pt. The pt underwent surgical retrieval of the balloon material and repair of the graft. The pt's condition is good. The device has just been received by this MFR. Upon completion of the engineering eval, a supplement will be sent at that time. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult with open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Follow-up revealed this balloon was inflated without the benefit of an inflation monitor. It was also indicated the lesion was very tight. The co believes the above factors contributed to this event and do not attribute it to the device. However, without evaluating the device, the co is unable to determine the exact cause of this event at this time. Directions for use state: "it is essential that an inflation device with pressure gauge (medi-tech catalog number 15-103 or its equivalent) be used to monitor pressure within the balloon to determine that adequate dilating force is applied. Do not exceed the maximum limits of the product. The rated burst pressure should not be exceeded. Inflation in excess of rated burst pressures during dilatation may cause the balloon rupture. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."